Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, there was no indication for a performance issue of reagent or instrument. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys folate iii assay result for one patient sample from the cobas e 801 module. The initial result was 0.618 ng/ml with a data flag and was reported outside of the laboratory. The result did not match with the previous results for the patient so on (B)(6) 2019 they retested the same sample and the results were 6.64 ng/ml and 6.73 ng/ml. The reagent lot number was 414381-00 with an expiration date of 31-mar-2021.